Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and per analysis findings the distal conductor was fractured, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
The right atrial lead was returned to the manufacturer, analyzed and tested out of specification. It was removed and no patient complications were reported as a result of this event.